Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lens, and a damaged remote dose connector. Functional testing was able to duplicate the issue. It was determined that the remote dose connector was the root cause. The dso seal, lens, and remote dose connector were replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device ¿sounds occlusion and does not recognize the tubing¿. There was unknown patient involvement.